Event description:
It was reported that the catheter was being placed into a male pt in critical condition. During insertion, they were not able to remove the spring wire guide (swg). At which time, a decision was made to leave the swg and secure it and use the other lumens for access. After the pt was taken to the operating room and the procedure was performed, they removed the catheter and swg as one. It was then noticed that the swg frayed. There was no delay in treatment, no pt death and no pt complication were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.